Event description:
During the first five seconds of the rotablator procedure, the burr was spinning fine but two seconds later it felt like air leaked from the advancer and burr. The speed dropped and they were unable to control the burr. As a result, a dissection occurred and the pt was sent to surgery. Pt status is unknown.